Manufacturer narrative:
Submit date: 09/23/2017. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the balloon would not deflate after intubation. No patient harm was reported.

Manufacturer narrative:
The sample was received by plant for evaluation. Based on the follow up information received after the MDR was filed, it was reported that there are not two incidents. Lot #'s 7061u10qx and 7077u10qx were both reported as the customer was unsure as to which lot number was used on the patient. A correction has l be made to the file to change the lot number as unknown. Based on the complaint description, it is likely related to a non-deflation which is used as a retaining device in the foley catheter. Therefore the sample was tested for inflation and deflation test by using 10ml of water as recommended in the specification. The sample was able to be inflated and deflated normally with no non-deflation issue found. Thus, the reported condition could not be confirmed. The probable root cause for partial -deflation is usually associated with uneven rib balloon thickness that can occur if the rib of the former balloon has worn out. The pressure from the water pressed the lumen of the catheter, led to excess water inside the balloon that cannot flow out through the dink eye. The reported condition could not be confirmed, thus corrective action will be limited to the manufacturing awareness issue. No further corrective action is required at this time. This complaint will be recorded for tracking and trending purpose. If information is provided in the future, a supplemental report will be issued.